Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse proactively replaced the aspirate rinse pump, acid and base pumps and the sample probe. The cause of the discordant tniu result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp tniu result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant tniu result.